Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phonecall that their insulin pump was alarming no delivery. Their blood-glucose was 400 mg/dl at the time of the incident. The customer stated that their insulin pump had been replaced due to the same problem. The customer was advised that the type of infusion set may be causing the problem and to speak with their health care provided about other options. Troubleshooting was performed, insulin was able to exit at the quick release and the infusion set cannula was not bent, however insulin did not exit from the cannula. The customer was advised that the infusion set may be occluded. The customer was sent a box of infusion sets as a courtesy. The infusion set will be returning for analysis. Frn-mmt-332-reservoir.